Event description:
The customer reported two (2) false negative results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 and (B)(6) 2023 respectively. A confirmation test (pcr) was performed and generated positive results. The patient was asymptomatic. This MFR. Report addresses test two (2) of two (2) tests and performed on (B)(6) 2023, lot number m214055 quantity (B)(4), no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data d4: expiration date. H4: device manufacture date . Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m214055 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 192-000j / lot m214055 and test base part number 192-430 / lot m214055. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m214055 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.b5 e1: first name h3 other text : single use device discarded.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device discarded.

Event description:
The customer reported two (2) false negatives with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation test pcr (platform unknown) was performed and generated positive results. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.